Event description:
Pentax medical was made aware of an event that occurred in the united states, during a procedure. The customer reported that the settings changed even when the doctor is not touching any buttons. For example, the I-scan is taking pictures on its own. The device involved is ec34-i10cl. Since the scope was changing settings without input from the practitioner, there is the potential for image disturbance during the procedure, as such this event is FDA reportable. Pentax medical issued return material authorization (B)(4) on 08jun2021 for the return of the device for further evaluation. The device was received at pentax service facility on 10jun2021 on service order (B)(4) and was incoming quality control inspected on 11jun2021. The inspector was unable to confirm the user narrative, however other defect was found on the device. The inspector findings are as follows: image spots, failed dry leak test, leak at forward body cover, objective lens cracked, failed wet leak test, customer complaint not duplicated, insertion tube mild crush at stage 1, forward body cover cracked, up/ down angulation knob play, right /left angulation knob play. The device was repaired where the defects were remediated and returned to the user on 22jun2021 on delivery #(B)(4). Parts replaced: o-rings and seals, distal end assy w/tubes & cmos assy, bending rubber, adjusting collar, angle wire assy, body cover grip.

Manufacturer narrative:
(B)(4). We will continue to investigate this situation and if necessary, file a supplemental report. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.